Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient received assistance from her healthcare provider (hcp) or manufacturer¿s representative and her concerns were resolved. The patient was hoping to get an appointment in (B)(6). It was also indicated that the patient was still having concerns regarding device or therapy but was working with her hcp or manufacturer¿s representative. It was unclear if the patient still had concerns and whether or not she had sought further help. Omitted information pertaining to related event (B)(4) - loss of effect and (B)(4): severe depression.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01ha5, implanted: (B)(6) 2012. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient first got the device last august, the patient was cleaning and "ran into a door", and received a shocking sensation. The reporter indicated that this was a one-time occurrence. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was later reported when the patient felt shocking they felt it in their vaginal area. The patient turned stimulation down with the programmer and the shocking stopped.